Event description:
It was reported that the stapler did not form staples correctly. They opened another device to complete the case. There was an increase in procedure time. Amount of time is not known.